Event description:
It was reported that a revision was performed due to a broken patella.

Manufacturer narrative:
Bone cement was found attached to the recessed region of the bone-interfacing side of the patellar component. The cement appeared well fixed and did not dissociate with the application of manual force. Two of the three pegs were fractured, which was most likely caused by forces experienced in vivo. Deformation and fracture can occur when the applied stresses exceed the yield strength of the material. Fracture of patellar pegs may be caused by excessive shear stress at the bone-cement interface. Deformation was visible on the remaining peg and on the edge of the component. This could have been caused in vivo, or during removal of the component. Based on the analysis conducted, the exact cause of the peg fracture was unable to be determined with confidence. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to the issue. There is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on investigation findings, the need for corrective action is not indicated.

Manufacturer narrative:
.